Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a ladg, they fully charged the battery ,set the device ,and connected the reload, checked the jaws opening/closing with no problem and all indicators were illuminated green. Then the surgeon inserted the device to the trocar and tried to open the jaws ,however the device did not react at all. The status indicators were illuminated blue . Replaced by an ultra handle to complete the procedure. No injury to the patient.